Manufacturer narrative:
The insulin pump was received with no button response due to flattened down arrow and esc button dome switches. No button error alarm during testing noted. The device had cracked case at display window corner, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 7.6 mmol/l. The replacement insulin pump reached the customer and will continue insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)